Event description:
Customer reported he was hospitalized for a non diabetes related issue stemming from his nerve pain medications. Customer also reported that he received a no delivery alarm during prime. Blood glucose value was between 200 and 220 mg/dl. Customer stated the alarm was resolved by a complete set change. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.